Event description:
A cms software engineer discovered that, under a particular set of circumstances, changes made in a treatment plan do not result in a re-calculation of dose. In particular, any change to a plan in f1 anatomy (changing electron density, add and/or move interest points, change CT-to-ed file, change bolus shape, thickness, etc.) Will be ignored if the user selects a non-suspension function on the display volume page before selecting done. No reports have been rec'd from users. Problem was introduced in release 2.3.0 and will be resolved in release 2.3.1.